Manufacturer narrative:
Updated: h6, h10 corrected: g2 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported error codes were reproduced and found to be the result of a faulty led unit. The root cause of the faulty led unit could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. E107 error alarmed when the lamp was turned on, and error codes e843 and e105 alarmed at white balancing.

Event description:
The customer reported to olympus that while inspecting the visera elite ii video system center, error codes e843, e105, and e107 had occurred; there seemed to be a light source failure when the device was powered on. The issue was found at receipt inspection, and there was no reported patient or procedural involvement.

Manufacturer narrative:
The device was returned, and the evaluation is currently in process. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.